Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 9680001-2017-00026, 2030404-2017-00010. Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. On (B)(6) 2016, ablation in the left atrium was performed. On (B)(6) 2016, the patient was admitted to the hospital with increasing shortness of breath and chest pain. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.